Manufacturer narrative:
The root cause was stainless to stainless metal galling of the mating interface between the tracker and tap. Further engineering analysis found a potential root cause of the reported event to be excessive force applied in an off axis direction to the tap during use, causing the tap to bend. The bending force applied to the tap could cause the shaft of the tap located under the tracker to become deformed and the deformation could cause the navilock tracker to bind to the tap shaft, thereby rendering the assembly unusable. In reviewing the design change history, this device had a specification revision on (B)(4) 2013. This change was related to the hind, mating feature of the tap/handle interface, but it has not been confirmed to be directly related to the reported event. There were no changes made to the tracker itself.

Event description:
A medtronic representative reported that the navlock tracker locked up while navigating a tap tip during a spinal fusion case and it was not possible to separate them. This issue occurred while navigating the tapping of the last pedicle. The surgery continued without navigating the tapping of the last pedicle. There was no impact to the patient outcome reported.

Manufacturer narrative:
As reported, the tap and tracker are locked up and cannot be separated.